Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple devices. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple devices.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent signal loss for multiple devices. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) spoke to an nk employee who advised that the issue was with the antenna system, and that nk would update the antenna system for better coverage. With the information available, it is reasonable to determine the root cause to be the facility's network environment (antenna). Review of the serial number history shows no recurrence of the reported issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple devices.